Manufacturer narrative:
Patient¿s weight was not provided. Serial number of the device was not provided. Therefore, catalog number, serial number, device unique identifier (UDI), age of device, and device manufacture date are unknown. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that review of the submitted system controller log files by a representative of the manufacturer¿s technical services revealed low voltages on (B)(6) 2018 between 21:22:23 and 21:22:30 while the lvad system was connected to the mobile power unit (mpu). This resulted in the system controller backup battery providing power to the pump. It was reported that the mpu¿s ac power cord came unplugged from the mpu. The power cord was replaced with a locking mpu ac power cord.